Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, it was noted that the right ventricular (rv) lead exhibited high capture threshold measurements. Programming changes were made to the rv lead. A lead revision procedure was scheduled where the rv lead was eventually capped and replaced on (B)(6) 2023. The patient was in stable condition throughout.